Event description:
The customer reported that the system would not power down unless the uninterrupted power supply was manually turned off. When the system was then turned back on the power switch had to be in the off position. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The uninterrupted power supply and the intelligent shutdown device were replaced. The software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.